Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the circumflex, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device could not pass through the lesion & during advancing the strut of the stent was raised and stent deformation occurred. The case was aborted/stopped, and the patient was sent to the vascular surgeon due to lesion calcification. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product event summary: numerous kinks were evident along the hypotube. There were kinks on the hypotube 46.3cm, 61.5cm and 85.5cm proximal to the distal tip respectively. The stent was positioned on the balloon between the marker bands but not meeting specification due to deformation of proximal stent strut. Deformation was visible to the 3rd, 4th and 15th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. If information is provided in the future, a supplemental report will be issued.